Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump was possibly over delivering. The customer¿s blood glucose level was 236 mg/dl at some point. The customer reported getting a lot of lows with no alarms being received. The customer reported they were missing about 20% of their daily dose. The customer also reported the reservoir was wet and smelled of insulin. Troubleshooting was not completed. The insulin pump will not be returned for analysis.